Event description:
It was reported that the detector protection panel was damaged. The use of device was unknown and there was no patient or user harm. Additional information received that the detector was dropped.

Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost 4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Philips received a complaint on digitaldiagnost 4.x indicating that the detector protection panel was damaged. The use of the device was unknown and there was no harm to the patient or user. Field service engineer (fse) performed analysis and concluded that the detector had been dropped, which damaged the protection panel. This damage caused image artifacts. After replacing the protection panel, the system is working properly. System returned to clinical use with full functionality. Based on the information available and the testing conducted, the cause of the reported problem was detector drop. The reported problem was confirmed by the customer. Thus, it is concluded that the detector was dropped by accident (use error).